Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected potassium (k+) result was obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1127-8062 on a vitros xt 7600 integrated system. Patient sample result of >14.00 mmol/l vs the expected result of 2.65 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros k+ result was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected potassium (k+) result was obtained from a single patient sample processed using vitros chemistry products k+ slides lot 4102-1127-8062 on a vitros xt 7600 integrated system. A definitive assignable cause of the event could not be determined. It is unknown if historical quality control results were within expectation for vitros k+ lot 4102-1127-8062, therefore a reagent issue cannot be ruled out as a contributor to the event. No precision testing was performed on the vitros xt7600 system, therefore an analyzer issue cannot be ruled out as a contributor to the event. Repeat results that were within expectation for all samples were obtained on the same reagent cartridges as the initial results. This indicates that the issue is not likely related to the vitros k+ lot 4102-1127-8062 reagent cartridge in use. However, an individual slide related issue cannot be ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros k+ lot 4102-1127-8062.